Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that the pump could not be charged despite the attempt of multiple usb cables, wall adapters and power sources. Customer reported blood glucose (bg) level was 326 (mg/dl) at the time of the event. The customer stated their bg levels typically fluctuate throughout the day, going as low as 48 (mg/dl) and this value is normal for them at this time of day. A bolus via the pump was delivered. Reportedly the customer has manual injections as alternate insulin therapy until the replacement pump is received.

Manufacturer narrative:
Tandem quality engineer evaluated pump data and concluded the following (for low bg only): low bg levels were not confirmed on (B)(6) 2017, or the days leading up to that date. User often makes bolus requests that exceeds their maximum bolus size, and then make a second request for the maximum bolus size per hour soon after without entering current bg level. Cartridge change sequences were completed on (B)(6) 2017 and (B)(6) 2017. There were no erratic basal rate adjustments. Complaint could not be confirmed. Making bolus requests for the maximum bolus size without entering current bg levels and still having insulin on board could lead to a low bg event. There is no evidence that the pump experienced a malfunction or failure.